Event description:
It was reported, the patient is no longer receiving stimulation in his back after coughing. An sjm representative met with the patient and reprogramming was able to capture partial stimulation in his back. X-rays were taken and results showed the lead has not migrated. Follow up information identified the patient has no stimulation in his back and reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.